Event description:
It was reported that the clip broke spontaneously into two pieces while being used to occlude a vein while doing an anastomosis on CABG case. Part of the clip fell deep into pt's chest and had to be re-explored. No permanent pt injury was reported.